Manufacturer narrative:
Additional information was received on (B)(6) 2017 that the pump battery fully depleted due the customer not being able to charge the pump while waiting for the replacement charging supplies. The customer's blood glucose (bg) level rose to over 800 (mg/dl). A manual injection was administered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. It was confirmed that the pump was able to be charged with different charging supplies. A replacement usb cable and wall adapter were sent to the customer. Customer reported blood glucose (bg) level was 253 (mg/dl). A correction bolus via the pump was delivered to address bg level. Follow up with the customer confirmed that the pump was able to be successfully charged using the replacement charging supplies.